Event description:
This info was reported as a customer complaint. Product was used following a diagnostic catheterization procedure. A few days following the procedure, the pt presented with an infection. No cultures were done. Pt was hospitalized and treated with IV antibiotics. Pt was discharged with no further complications.